Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing on station. A technical support specialist (tss) dialed into the application server and reviewed the patient status. The tss observed that one patient was marked as discharged while another was shown as admitted under leave of absence (loa). The tss verified the device configuration settings and confirmed that the admission inactivity period was set to five days, and the discharge delay was configured for six hours, indicating that the patient would only remain visible at the station for the configured delay duration. The tss contacted the customer and explained the expected behavior, and advised that an appropriate admission, discharge, and transfer (adt) message should be sent if the patient was to return. Further review of message activity confirmed that a patient leave of absence event had been received, followed by an update message. The tss informed that correct admission, discharge, and transfer (adt) messaging from the source system was required to properly update the patient status, and additional details were provided via communication. It was later confirmed that the patient status was updated to admitted after receiving the patient return from leave of absence message. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.